Event description:
A cso report stated: "the picture is frozen. Customer monitors cms bedsides. Display waves froze and lost mouse arrow. Could not get into pt sectors. Had to reboot system and everything came back up ok."